Event description:
The company representative (cr) was supporting a case and the plan was transferred to the robot from the planning laptop. Once the patient was asleep, pinned, and attached to the robot, cr clicked to start marker registration. After confirming that the patient and robot were all locked and stationary, the software attempted to connect to the controller and was unable to connect. The options given were to restart the software or shutdown the full system. A software restart was chosen, and the same issue occurred after registration was selected. The computer attempted to connect to the controller, but again failed. The same options were given to either restart the software or shutdown the system. This time the whole system was shut down and the power turned for about 30 seconds. When the system was restarted, the patient folder was re-opened and the controller connected. The case was completed without any more issues. This delayed the case about 5 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This issue was already addressed through the continuous improvement process of our products.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company representative (cr) was supporting a case and the plan was transferred to the robot from the planning laptop. Once the patient was asleep, pinned, and attached to the robot, cr clicked to start marker registration. After confirming that the patient and robot were all locked and stationary, the software attempted to connect to the controller and was unable to connect. The options given were to restart the software or shutdown the full system. A software restart was chosen, and the same issue occurred after registration was selected. The computer attempted to connect to the controller, but again failed. The same options were given to either restart the software or shutdown the system. This time the whole system was shut down and the power turned for about 30 seconds. When the system was restarted, the patient folder was re-opened and the controller connected. The case was completed without any more issues. This delayed the case about 5 minutes.